Event description:
It was reported that the user was explanted due to an infection. The user has an upper left jar tumor and received radio-chemo-therapy. Reportedly, there was wound dehiscence retroauricular right after radiotherapy. The infection is thought to be due to the radiotherapy and the bad wound healing.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the user was explanted due to an infection. The user has an upper left jar tumor and received radio-chemo-therapy. Reportedly, there was wound dehiscence retroauricular right after radiotherapy. The infection is thought to be due to the radiotherapy and the bad wound healing.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This is as expected as the device was explanted because of an infection at implant site that did not respond to antibiotic therapy. The recipient received radiotherapy for left jaw cancer, after which wound dehiscence is reported. Given that device sterilization records are within specifications, it is unlikely that the device is the source for the current infection, but its contribution to infection severity with the information available cannot be ruled out. This is a final report.